Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The perfusionist stated on the phone that he believes a nurse opened the stopcock on the circuit, introducing air which then stopped the pump. The patient remained on the same cardiohelp-I device and hls set for more than 10 days after this event without further issue. A supplemental medwatch will be submitted if additional information becomes available. Reference exemption # (B)(4).

Event description:
Ref # imp (B)(4).